Manufacturer narrative:
(B)(4) this is a report of use error, where the connection between the patient line and the transfer set was loose. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing during drain four of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, the caregiver reported that the connection between the patient line and the transfer set was loose. The technical services representative assisted the caregiver in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies there was no patient injury or medical intervention reported. No additional information is available.